Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 456 mg /dl. It was reported that the customer's insulin pump had blank display. Customer removed battery and insert battery alarm was not displayed on screen. Customer stated that battery cap and compartment were neither damaged nor corroded. Customer inserted new battery and display did not return after restart. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.